Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. There was also oxidation on inter-pca connectors j1002. The root cause for the defective transformers could not be positively identified. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor reset during pulse delivery.